Event description:
It was reported that during a follow-up meeting with a urologist on unrelated matters, the physician mentioned that 2 of his private patients, that had the rezum procedure in the last 6 months, have ended up with an enterococcus infection. Both patients required long term antibiotics. One patient may still be on the antibiotics. According to the physician, injuries may have been caused from infection in the coagulative necrotic material left after the rezum procedure that potentially harbored bacteria mobilized after the indwelling urethral catheter removal. This is 1 of 2 patient reports.